Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 68 mg/dl and 28 mg/dl. The customer was given gel and shot in the arm at the hospital. The customer stated that the paramedics were called twice. The customer mentioned that she was a brittle diabetic. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.